Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02497.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and met specification. No anomalies related to this event were found. Visual analysis noted slight discoloration on the hybrid and discoloration in the septum. The receiver failed both manual testing and auto-testing for intermittent output on multiple channels. The asics and/or other internal components have failed causing the intermittent stimulation output condition. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an additional retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.